Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported by customer that they experienced several instances of vial coring. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material # unknown. Batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. We experienced several instances (six vials) of vial coring with cefazolin vials and bd 18g blunt tip needles. Reference reports: mw5165712, mw5165713, mw5165715, mw5165716, mw5165717.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.